Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a fault 86 occurred. The tse identified the error and informed customer to disconnect the surgeon side cart (ssc) that was causing the fault. After rebooting, the system worked as intended, but a few minutes later customer called back to report that fault 86 occurred again. It was confirmed that the operating room (or) staff disconnected the wrong ssc. The tse informed customer accordingly. In the moment of the second call, the surgeon already decided to convert to a laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue but replaced the gdp and the personality module surgeon console (pmsc) board. The system was tested and is ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive products returned. However, isi has not received the products involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was replicated. When reviewing on the logs, there were error codes 86 which meant an out-of-range voltage value was read from a power distribution board (ipd/gpd) adc register, the gpd board was installed on the test system and powered on showing error 86. Additionally, the cfg- personality module surgeon console (pmsc) unit was returned for failure analysis, but the reported failure could not be reproduced. The technician used test equipment to test the pmsc. This unit was installed into the test system and running video test, 1 minutes sine cycle, 10 power cycles & sitting idle for 1 hour.

Event description:
Refer to h10/h11 for follow-up information.